Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "swelling, and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Patient additionally reported pre-cancerous polyps on the colon not related to the device. Healthcare professional reported via device tracking form capsular contracture baker grade unknown, and surface is textured. Device has been explanted.